Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that blood glucose run because the sensor wasn't working. She stated that the blood sugars were low on as she was doing work around the house. She tried to keep moving to keep the blood sugars down. Customer stated that she treated the low blood glucose with a meal. When she woke up this morning the blood glucose were in the 300mg/dl range. She treated the highs with a bolus from the pump. The current blood glucose are at 203mg/dl. Patient's blood glucose at time of incident was 54 mg/dl. Patient has treated with food. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.